Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, there was an air leak from the operation unit angle lever. There was no patient harm associated with the event. The device was returned and evaluated, and the objective lens adhesive part was found to be peeling off. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to the objective lens adhesive part found to be peeling off. The additional evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage on the charge-coupled device unit, the image had white dots; due to looseness of the insertion pipr, the connection between the insertion pipe and control unit is not secured, control unit had a scratch, switch button one had a scratch, the angulation lever had a scratch, up/down plate had a scratch, the right/left plate had a scratch, the grip had a scratch, the light guide connector had a scratch, the cideo connector had a scratch, the video connector case had a scratch, the universal cord had a dent, and the angulation lever had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the glue at objective lens peeled off occurred due to stress of repeated use, external factors, or handling of the device. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.